Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of prolapse is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) artery. A 2.5 x 18 mm xience sierra stent was implanted distally, and a 3.5 x 33 mm xience sierra stent was implanted proximally. It was noted that the 3.5 x 33 mm xience sierra stent was under-expanded and post dilatation was performed. During post dilatation of the proximal portion of the 3.5 x 33 mm xience sierra stent, plaque shift occurred. Additional balloon dilatation was performed as treatment. No additional information was provided.